Event description:
It was reported that an alert was received on this cardiac resynchronization therapy defibrillator (crt-d) due to the heart failure index crossed the alert threshold. The stored and presenting electrograms (egms) show right ventricular (rv) lead oversensing of atrial signals with pacing inhibition. The pacing percentage was noted to have declined over the past several months, currently at 80 percent. Further review was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that an alert was received on this cardiac resynchronization therapy defibrillator (crt-d) due to the heart failure index crossed the alert threshold. The stored and presenting electrograms (egms) show right ventricular (rv) lead oversensing of atrial signals with pacing inhibition. The pacing percentage was noted to have declined over the past several months, currently at 80 percent. Further review was recommended. Additional information received advised the crt-d intrinsic amplitude is out of range on the rv lead and the right ventricular automatic threshold (rvat) test suspended due to intrinsic beats. The presenting egm showed oversensing observed. The sensitivity is currently programmed automatic gain control (agc) 0.6mv (millivolts). Further review was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.